Event description:
A cgm error 42 was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer successfully resolved the issue by performing a pump reset with the guidance of technical support and was able to start their sensor session without any further errors.